Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (bops4311) would not disengage from the driver during placement. Another implant was placed during the same surgery.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One t3® parallel walled implant and one certain driver tip were returned for inspection. The devices show signs of wear consistent with use. The devices were functionally tested and it was noted that both devices assemble and retain, and disengage with one another. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16; delivery protocol. Complaint alleges the driver tip was stuck in the implant, requiring implant replacement. The malfunction alleged by the customer could not be recreated, and is unconfirmed. A root cause for this complaint could not be determined.